Event description:
It was reported to philips that the issue with host pc booting up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) checked the device on site and confirmed that host pc was no booting up. To resolve the issue, fse reset all connections and reset ram of host pc. After resetting all connections and after resetting ram of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.